Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, this lead was repaired due to an insulation breach. The lead remained implanted with the new device. Two weeks later, this lead was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.